Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt a vibration in their chest, heard a humming noise and "felt a little odd afterward". The patient further reported that there is something wrong with their implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.